Event description:
Patient presented back to the physician with an infection at the neck incision site. Physician prescribed antibiotics.

Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the operating room, freed the stimulation lead from scar tissue, repositioned the stimulation lead, and closed.

Event description:
Patient presented back to the physician with continued infection at the neck incision site. Physician brought the patient into the or, removed a portion of the stimulation lead, tunneled and placed a new stimulation lead to the contralateral side of the neck, and closed the incisions.